Event description:
It was reported that after ventilation mode switch, the device failed to cycle. The patient desaturated and the ventilator was replaced. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The device passed pre-use check multiple times including the patient circuit test. The device was exercised on test lung without failure and passed all functional and safety tests per manufacturer specifications. The device was cleared for clinical use. Provided ventilator logs were reviewed. In the event log, on the reported event date during ventilation in niv (non-invasive ventilation) mode, alarms for check tubing and leakage too high were generated as an indication of problems with patient circuit and/or that the mask/prongs may not be seated properly. Generated alarms had been silenced by the user. Ventilation mode was then changed to invasive simv (pc)+ps mode. Alarms for check tubing and leakage too high were again generated in combination with alarms for expiratory minute volume low and respiratory rate low. The ventilator was thereafter set to standby by the user and reportedly replaced. According to the test log, successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to excessive leakage in the patient circuit.

Event description:
Manufacturer's ref #: (B)(4).